Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed 240 units and a few hours later the gauge displayed 140 units. Additionally, it was reported that the user smelled insulin around the pump and in their pockets. However, the user could not specify the location of the leak. The user reported seeing air bubbles in the tubing. Reportedly, the cartridge was filled with 300 units. The user's blood glucose (bg) level was 273 mg/dl. The user addressed bg level with a manual injection. A follow up with the user confirmed that their bg level lowered to 143 mg/dl. The user successfully loaded a new cartridge.